Event description:
It was reported that the pt lost stimulation 6 weeks after implant. An x-ray was ordered due to suspicion that "the wire separated from the unit." The pt was at home. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)